Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a patient data (pd) alert. Technical services (ts) discussed the significance of the alert, automatic setup, and inputting lead data with the caller. This s-ICD remains in service. No adverse patient effects were reported.